Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a missing retainer and reservoir tube o-ring. The p-cap was unable to be locked into the reservoir compartment due to the missing retainer and reservoir tube o-ring. The following were noted during a physical inspection: missing retainer, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked battery compartment, cracked reservoir tube lip, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. Missing retainer, missing reservoir tube o-ring, cracked reservoir tube lip, cracked battery tube threads, and cracked battery compartment are confirmed. Damaged belt clip rails is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple cracks on pump's battery side, missing piece/crack on reservoir threads, and crack around belt clip area. The customer reported no adverse event. Troubleshooting was performed and advised the customer to return the pump. The event involved product(s) mmt-1884l. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump. Mmt-1884l was requested and customer returned the device.